Manufacturer narrative:
E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 100ml leaking cassette was noticed during compounding of the cassette. The leak occurred after completion of compounding, after addition of saline and drug and during airing out the cassette as the last step of compounding. There was no patient involvement, and no adverse/harm reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 4/4/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The cassette was filled with 100ml of water using a syringe, and during the filling process, a leak was observed on the side seam of the bag upon closer inspection under magnification, a slit was observed on the inner seam. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.